Manufacturer narrative:
UDI: (B)(4). Initial reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
T was reported from (B)(6) that the motor device cable/cord/wiring was damaged. It was also observed that the motor and control were defective and the coupling was worn out. It was further determined that the device failed the following pre-tests: loctite & cable, motor thermistor, safety, air pump, handpiece temperature and hand control. It was noted in the service order that the hose detached from the device exposing the cables. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.